Event description:
It was reported that the syringe 10ml 18g 1-1/2in had foreign matter found in the packaging before use. The following information was provided by the initial reporter: "foreign material in the syringe package. There was foreign material in the package of 10ml syringe."

Manufacturer narrative:
H.6. Investigation: investigations: 1 sample was returned to sbdm, lot number is 1905072. There is a fm on the complaint sample from visual inspection. Infrared spectrometry (ir) analysis: from ir analysis, the fm was determined to be the same raw material as stopper (talc). House sample inspection: sbdm inspected 90 pcs from lots 1903262, 1905072 and 1906102, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 1905072, no abnormality observed. Customer complaint record review: sbdm reviewed the customer complaint record review, there was no similar issue from other customers. Root cause: from investigations, the 10ml syringe stopper components are injected in the injection machine on high temperature and high pressure. It is likely that tpe (thermo plastic elastomer, raw material of 10ml syringe stopper) burr may be formed in the high pressure while injection process. Subsequently, the burr was separated in the syringe assembly process and attach on the syringe due to static electronics. The syringe assembly line inspector could not find the fm and it caused this complaint case. H3 other text: see h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10 ml 18g 1-1/2 in had foreign matter found in the packaging before use. The following information was provided by the initial reporter: "foreign material in the syringe package. There was foreign material in the package of 10 ml syringe."